Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/11/2025, it was reported by a sales representative via (B)(4) that an ar-8400td torpedo encountered an old stitch from a prior repair and a piece of metal from the inner shaver blade broke off. The piece of metal got lodged in the shaver and was recovered. This was discovered during a meniscal debridement case. Another device was used to complete the case with no patient harm. Additional information was reported by the rep on 11/17/25. There was no outflow tubing used in the case. Irrigation flow was normal without interruption during the case. As a result of the shaver blade tip breaking and lodging into the shaver, the handpiece was damaged. A new shaver hand piece and shaver blade were used to complete the case.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-8400td torpedo shaver blade was received for evaluation. Visual inspection noted surface damage to both the inner and outer hoods, and a circumferential fracture of the outer hood. Functional testing was not performed due to the extent of the damage observed. Based on the available information, the most likely cause of the reported failure is attributed to use-related mechanical overload, such as contact with non-tissue materials during operation, resulting in tip fracture and subsequent device damage. The complaint allegation is confirmed based on the condition of the returned device. Refer to the investigation photos for additional detail.